Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l92l5m. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. Additional information requested: after the jaws of the device were forced open and the surgeon pressed the energy activation button, was the surgeon intending to continue using this device?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was mobilizing the gastric pouch and the jaws of the device became stuck on the tissue and he could not open the device. He forced the jaws open by pushing the grip handle away from the instrument and the jaws re-opened. Then he pressed the energy activation button and the button fell off. Another like device was used to complete the procedure. There was a delay of one minute. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).